Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis upon interrogation, no communication could be established with the device due to a depleted battery. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.